Manufacturer narrative:
Helpline support team reported that user was seeing a wrong date in report generation page even they were shown as successful upload "complaint summary: helpline support team reported that user was seeing a wrong date in report generation page even they were shown as successful upload investigation/testing summary: an attempt was made to reproduce the issue by generating reports for the provided user in carelink support application and confirmed that the issue is not reproducible. After conducting a thorough investigation, we observed that the user has did a future time change event which has caused the data to be ambiguous when they try to generate reports including the data range. To assist with the resolution, , provided the below information to helpline - try to generate reports excluding the date of the time change event which would provide the expected result -also , when selecting the reporting period to generate within carelink personal, they will have to manually change the date back to the desired date of the report they wish to generate each time. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump, resulting in the showing the most recent latest date in reporting period. Analysis summary: a future time change was performed on the pump by the user , which makes the data ambiguous when trying to generate reports. When selecting the reporting period within carelink personal, the data for the changed dates is not displayed. This behavior is currently expected, and there is an enhancement request # (B)(4). To address this in the future. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported cannot generate report. Troubleshooting was performed but it could not be resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the app and the device will not be returned for analysis.